Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative the right atrial (ra) lead exhibited loss of pacing and dislodgement was confirmed by x-ray. The ra lead was repositioned and remains in use. It was reported that the set screw of the implantable pulse generator (ipg) loosened too much and fell off when removing the ra lead from the ipg. The ipg remains implanted but out of service. No patient complications have been reported as a result of this event.